Manufacturer narrative:
Investigation and results: the guidewire was visually examined wire under magnification, and photographs were taken. The returned sample is described below: damage began approx 7.5in. From the distal end. Approx 6.5in. To 7.5in. From distal end, the cladding was damaged, but the core wire could not be seen. The trail of damage wrapped around the wire in a corkscrew shape. Approx 6in. To 6.5in. From the distal end, the cladding was sheared to where the core wire could be seen. Approx 5.5in. To 6in. From the distal end, little damage was seen. Starting approx 5.5in. From the distal end, the cladding was again sheared to where the core wire could be seen. Where the damage began and a little distance after that, the damage wrapped around the guidewire in a corkscrew shape. Then, approx 3.5in., the line of damage (exposed core wire) continued in a straight path down the length of the guidewire. The remaining 0.7in. Of the guidewire continued to have damage, but due to the angled tip, the damage was more varied than the previous section. Cladding damage exhibited evidence that it was sheared off by a sharp object. Also, description of use from customer stated, "while manipulating the wire of an aquatrack through an argon entry needle." Root cause is misuse based on precautions listed in the instructions for use to, "do not use a metal torque device or metal insertion tool on a hydrophilic guidewire." Per the instructions for use included with this product, a precaution states, "do not use a metal torque device or metal insertion tool on a hydrophilic guidewire. This may cause damage and/or compromise the integrity of the coating." As the returned sample showed signs of misuse, no corrective action will be taken in response to this complaint.

Event description:
While manipulating the wire of an aquatrack through an argon entry needle during an attempt to cross stenosis in a graft, piece of the hydrophilic coating sheared off an coiled inside pt's left femoral artery. The pt had to be taken to operating room to have coating of wire surgically removed.